Event description:
A hospital reported to our distributor that a respiratory humidifier alarmed to indicate humidity was low in a set-up involving the rt226 infant low flow breathing circuit. It seemed that the heater wire of the breathing circuit had become unhooked. The breathing circuit had been used for 3 days. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare by a distributor. The product is not sold in the USA but it is similar to a product which is sold in the USA. The device is currently en route to fisher and paykel healthcare for investigation. We will provide a follow-up report as soon as the investigation is complete and results are available. A lot check revealed no other complaints of this nature for this lot number.